Manufacturer narrative:
(B) (4). This report will be amended, when our investigation is complete.

Event description:
It is reported that the nurse discovered that a different wire was in the box than stated on the label during surgery on (B) (6), 2009.